Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the brake pad, the x-ray tube cover, and reseated the generator interface board. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would not save images and the screen went black during fluoroscopy. No pt injury was reported.